Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal left anterior descending artery. After pre-dilatation was performed with a 2.25x10 wolverine cutting balloon, a 12 x 2.25 promus premier drug-eluting stent was advanced but failed to cross the lesion. Upon removal, it was noted that the stent struts were lifted. No patient complications nor injuries were reported.